Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service codes) was confirmed. Upon investigation the monitor was unable to run detect and treat. The cause for the failure was isolated to a defective sd card. The root cause for the defective sd card could not be positively identified. No adverse event resulted from the damaged monitor.